Event description:
Operation performed; partial colon resection with coloproctostomy & reestablishment of bowel continuity. The hartman's pouch was approached & an eea 29mm was fired & anastomosis was attempted. Due to malfunction of the first eea instrument, this was redone with a transverse stapler across the pouch, a little more distally & removal of that. Then subsequent 29mm eea anastomosis was performed uneventfully with securing of that with submus cular sutures with no evidence of leak--good donuts on the eea stapler.